Event description:
Allegedly the patient was revised due to metal on metal and pain. Head & neck pulled and replaced with another neck & 28mm long head. A dual mobility liner from stryker was added. Phone conversation with (B)(6): could not confirm any past revision surgeries or cup product was microport.